Manufacturer narrative:
The device has been returned and is awaiting input inspection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displays the message, b31 scope and communication error. The issue occurred during preparation for use for an unspecified diagnostic procedure. There was a small delay due to the image not appearing and the patient was under anesthesia. The procedure was completed by using the same set of equipment. The reported problem did not affect the diagnostic result and there were no reports of harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Error code b31 was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error code was not reproduced during inspection. The specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.